Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The customer stated that the dilution cup was not being emptied correctly. The field service engineer replaced a vacuum nozzle. The system was primed and an ise check was performed. A system validation was performed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas pro ise analytical unit. The sample initially resulted in a na value of 152 mmol/l and it repeated as 140 mmol/l.